Event description:
A spinal needle that was labeled as MRI compatible was placed into the pt during a shoulder arthrogram procedure. When the pt was scanned by the MRI, the needle moved approx 45 degrees.